Event description:
A motor stall was noted in 2008. The pump was alarming. The pump was replaced. Patient symptoms included increased pain and spasms. The pump system was used to deliver lioresal. The hcp reported the patient outcome as a 'non-serious injury/illness'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.